Event description:
Report received from the USA regarding a motor device in which, during a craniotomy procedure, it was observed that the device was "running slow". No injuries were reported. No delays in surgery were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The device passed revolutions per minute (rpm) specifications, as the rpm is within acceptable limits. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).